Manufacturer narrative:
Section d4: additional information. Section h4: additional information. Section h8: correction. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that the type of infection was methicillin-susceptible staphylococcus aureus (mssa) and serratia. The patient was discharged home on oral antibiotics indefinitely. No additional information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous admission for chronic infection: MFR 2916596-2020-04446. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a major infection which started on (B)(6) 2020. The patient was hospitalized. It was reported that the source of infection was the driveline, probable shower source. It was noted that the site was chronically infection. The patient gave a history of worsening dyspnea on exertion and worsening low extremity swelling. The infection was managed with IV (intravenous) antibiotics. No additional information was provided.